Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that there was a drawer failure. A field service engineer found that drawer main 3-1 had failed. The drawer was opened too far, shorting out the open-close sensor, and there was a possible smell of burning. The engineer examined all boards and saw no burn spots. The latch assembly was broken, and the rails were losing bearings. The drawer needed to be replaced. The drawer was tested in hardware test application and reinstalled drawer and loaded all pockets. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ med station¿ es drawer had failed. There was also a burning smell coming from the drawer. There were no adverse events or injuries reported based on this incident.